Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, this crt-d has reached battery capacity depletion and turned off device. As of this time, this crt-d remains in service. No adverse patient effects were reported.